Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose levels was 518 mg/dl and current was 400 mg/dl. The customer was treated with manual injections. The customer reported that they were grumpy. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The also reported that the insulin pump had no delivery alarm which was resolved by complete set change. They reported that the insulin pump passed the self test. The customer did not allege the insulin pump for under delivery. It was unknown whether customer was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.